Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, temperature monitoring, functional and electrical testing of the device. A review of the event history log showed no defects related to the reported problem. During functional testing the thermoboard was found to be faulty. This verified the reported problem. To resolve the reported condition, the thermoboard was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had a ¿heater defect.¿ the specific issue was not reported. It was not specified when during therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.